Event description:
Hosp reported that the bio-console's flow display panel was intermittent. The device was removed from the circuit and replaced with a second bio-console to continue case with no effect to the pt.